Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during therapy. The patient was connected at the time of the alarm. During follow up, the care giver (cg) stated a cat bit the patient line causing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.